Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 4. The home patient (hp) stated that she disconnected during dwell 1. The hp did not press stop to pause therapy hp then reconnected after the error occurred. The technical service representative (tsr) explained the alarm. The hp would notify the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up, the home patient stated that they did not develop any adverse reactions or require any medical intervention. The home patient also stated they are currently performing therapy without any complications. This was an isolated event.